Event description:
It was reported that the 2800 system had no fluoro and limited table motion. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. Requested customer to have their electrician balance the 240vac single phase supply power. The system was tested and found to be working as intended and placed back into service.